Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the keypad was found to be thinning/peeling at the up arrow and down arrow buttons. All of the keypad buttons were found to be intermittently unresponsive and required hard presses to elicit a response. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed a cracked battery compartment and a dim, fading and discolored display. Also unrelated to these issues, the u-groove on the back of the pump case was damaged and the clip was not able to be secured to the pump. The bumpers on both the cartridge and battery compartments were observed to be cracked and peeling. The damage to the u-groove and pads has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.